Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: "catalog 442021. Batch no. Unknown. Customer reported a false positive result. Neither photos nor returned good samples were received. Plots provided are not from an fx instrument. Product support cannot provide an assessment of the plot received. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Complaint is unconfirmed. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process."

Event description:
Report 2 of 7. Ten total submissions reported under different mfg report #¿s. It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) the customer received false positive results. False results were confirmed via gram staining. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "...we had a lot of false positive vials in our lab. We are wondering what the problem was.", "customer...has had an increase in the amount of false positive bactec vials."